Event description:
This sponsored solicited case from (B)(6) was received on 01-mar-2017 from a patient via patient support program. Study title: (B)(6). This case concerns an adult female patient who initiated treatment with synvisc and the same day felt blockage in her knee cap and pain after injection/ pain in knee and after unknown latency was unable to walk. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient initiated treatment with synvisc injection at a dose of 2 ml (batch/ lot number: p13111; route, frequency and expiration date: not provided) into unspecified knee for osteoarthritis. The same day, patient experienced immense pain after injection/ pain in knee. It was reported that the doctor did not inject the patient correctly. The doctor put the needle in the wrong side of the knee and when she began administering the injection, the patient felt a blockage in her knee cap. On an unknown date, after unknown latency, the patient was unable to walk for one week due to immense pain after the injection. On unknown dates, the patient gradually recovered with no corrective treatments required however, she would not be returning for injections in the future. Action taken: permanently discontinued. Corrective treatment: no treatment for all the events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criterion: important medical event (ime) for unable to walk. Pharmacovigilance comment: (B)(4) comment dated 6-mar-2017: this case concerns a female patient who received treatment with synvisc injection for osteoarthritis and was later unable to walk due to knee pain after the injection. On the basis of significant temporal relationship the causal role of suspect product cannot be excluded in occurrence of the events. Furthermore, due to lack of information regarding patient's medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
This sponsored solicited case from (B)(6) was received on (B)(6) 2017 from a patient via patient support program. Study title: patient support program involving synvisc this case concerns an adult female patient who initiated treatment with synvisc and the same day felt blockage in her knee cap and pain after injection/ pain in knee and after unknown latency was unable to walk. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient initiated treatment with synvisc injection at a dose of 2 ml (batch/ lot number: p13111 and expiration date: feb-2016; route and frequency: not provided) into unspecified knee for osteoarthritis. The same day, patient experienced immense pain after injection/ pain in knee. It was reported that the doctor did not inject the patient correctly. The doctor put the needle in the wrong side of the knee and when she began administering the injection, the patient felt a blockage in her knee cap. On an unknown date, after unknown latency, the patient was unable to walk for one week due to immense pain after the injection. On unknown dates, the patient in the future. Health care professional reported that he had not seen patient since 2014. Action taken: permanently discontinued. Corrective treatment: no treatment for all the events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # p13111 expiration date (02/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # p13111 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required reporter causality: not reported for all the events. Company causality: associated for all the events. Seriousness criterion: important medical event (ime) for unable to walk. Additional information was received on 16-mar-2017 and 17-mar-2017 (both information processed together with clock start date of (B)(6) 2017). Expiration date was added as feb-2016. Global ptc number and ptc results were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 16-mar-2017: follow up information does not alter the previous assessment of the case. Sanofi company comment dated 6-mar-2017: this case concerns a female patient who received treatment with synvisc injection for osteoarthritis and was later unable to walk due to knee pain after the injection. On the basis of significant temporal relationship the causal role of suspect product cannot be excluded in occurrence of the events. Furthermore, due to lack of information regarding patient's medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
This sponsored solicited case from (B)(6) was received on 01-mar-2017 from a patient via patient support program. Study title: patient support program involving synvisc. This case concerns an adult female patient who initiated treatment with synvisc and the same day felt blockage in her knee cap and had pain after injection/ pain in knee/pain in left knee and after unknown latency was unable to walk. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient initiated treatment with synvisc injection at a dose of 2 ml (batch/ lot number: p13111 and expiration date: feb-2016) (route and frequency: not provided) in front of the left knee for osteoarthritis. It was reported that the doctor did not inject the patient's left knee correctly. The same day, patient experienced immense pain after injection/ pain in knee/ pain in left knee. The doctor put the needle in the wrong side of the knee and when she began administering the injection, the patient felt a blockage in her knee cap. The needle might have hit something in her knee or moved a ligament which caused immediate pain. On an unknown date, after unknown latency, the patient was unable to walk for one week due to immense pain after the injection. On unknown dates, the patient gradually recovered with no corrective treatments required however, she would not be returning for injections in the future. Health care professional reported that he had not seen patient since 2014. Action taken: permanently discontinued. Corrective treatment: no treatment administered for all the events. Outcome: recovered/ resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # p13111 expiration date (02/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # p13111 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Reporter causality: not reported for all events. Company causality: associated for all events. Seriousness criterion: important medical event (ime) for unable to walk. Additional information was received on 16-mar-2017 and 17-mar-2017 (both information processed together with clock start date of 16-mar-2017). Expiration date was added as feb-2016. Global ptc number and ptc results were added. Clinical course was updated and text amended accordingly. Additional information was received on 05-apr-2017 from the patient. Verbatim of the event pain after injection/ pain in knee was updated to pain after injection/ pain in knee/pain in left knee. Site of injection was added as left knee. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 05-apr-2017: follow up information does not alter the previous assessment of the case. Sanofi company comment dated 6-mar-2017: this case concerns a female patient who received treatment with synvisc injection for osteoarthritis and was later unable to walk due to knee pain after the injection. On the basis of significant temporal relationship the causal role of suspect product cannot be excluded in occurrence of the events. Furthermore, due to lack of information regarding patient's medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.